Event description:
Procedure type: hernia. According to the reporter: the needles detached from the sutures while tying down. The case was completed by the surgeon using a needle driver and tying suture. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time. One suture ripped apart and the needle popped off. Nothing fell into the pt's cavity.

Event description:
A registered nurse at customer's facility contacted corporate product surveillance(cps) on event date to report an incident with a female patient on an infusor pump. The pump alarmed an occlusion alarm a short time after infusion of propofol started, dosage unknown. The alarm caused an interruption of therapy to patient. The pump was removed from the patient and the anesthesiologist administered propofol to patient with a syringe. No patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
Patient identifier was entered as patient #1 on the original MDR report. This report should reference patient #2.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be submitted.